Event description:
Patient revised for loose tibia component, osteolysis and polyethylene wear noted.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the part and lot numbers required to review ,the device history records was not provided. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear on the liner after approximately seventeen years of implantation. The investigation could not draw any conclusions about the reported loosening. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.